Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of "channel a will not turn off, so the harness has been disconnected." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code c.117 ui/phm harness was discovered and confirmed in the pump's event history by a baxter service technician. The assignable cause was ui (userinterface)/phm (pump head module) power harness disconnected. The ui/phm power and rear inverted harness were reconnected to correct the reported problem. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.